Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system was undersensing episodes of vt and vf. The rate sense terminal of the endotak lead was capped and a new rate sense lead was added to the system. During the procedure, the physician elected to remove the ICD as well.